Event description:
During an in-clinic follow-up, episodes of low pacing impedance and loss of capture were observed on the right ventricular (rv) lead. X-ray imaging was performed, which revealed rv lead damage. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead damage, failure to capture, and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found clavicle crush damage that breached all cable lumens at the proximal region of the lead. One ring electrode, right ventricle cable, and non-functional ethylene tetrafluoroethylene (etfe) cable coating was found to be abraded, and the polytetrafluoroethylene (ptfe) liner of the inner coil was found to be abraded exposing the bent/damaged inner coil all due to clavicle crush forces. The cause of failure to capture and low pacing lead impedance was due to the exposure of the inner coil and the ring electrode cable conductor at the clavicle crush zone.